Manufacturer narrative:
A visual and physical evaluation of the returned device revealed that a spring was bent on the device, causing constant heating.

Event description:
A doctor alleged that the system b heat source device continued to heat after being unplugged and the doctor had burned the index finger on his left hand while attempting to remove the tip.

Manufacturer narrative:
The doctor confirmed that no medical attention or prescription medication was required. The doctor iced his hand for a brief period and the burn healed on its own after a few days. A device evaluation is anticipated, but has not yet begun.